Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. The device was also received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that insulin squirted out of the tubing during manual prime. Blood glucose value was 67 mg/dl; treated with juice. Customer was disconnected during prime. The customer changed the infusion set and reservoir and stated that insulin continued to drip after letting go of the act button, the motor did not slow down and numbers did not ramp up on the screen. The device was replaced and returned for analysis.